Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report a service code 37 (multiple abnormal shutdowns). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 37) has been confirmed. As received, the monitor was fully functional. Upon evaluation, however, the monitor abnormally shutdown during verbose testing. The cause of the abnormal shutdowns is intermittent memory faults. The root cause of the memory faults could not be positively identified. No adverse event resulted from the intermittent memory faults. The patient received a replacement monitor.